Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) and right atrial (ra) leads received external cardioversion. It was reported that the clinic did not notice that the patient has an implanted pacing system. Following the delivery of the external shock, the patient went asystolic for 3 seconds. The patient was then hooked to a transcutaneous pacer and pacing from the implanted device resumed thereafter. A local field representative reported that subsequent device check revealed normal device function. The system remains in service. No adverse patient effects were reported.